Event description:
It was reported in an article in the journal of the korean neurosurgical society that a patient underwent successful stent-assisted coil embolization of a ruptured anterior communicating artery (acoa) aneurysm. Immediately post procedure, the patient underwent external ventricular drainage for acute hydrocephalus. The patient fully recovered without neurological deficits.

Manufacturer narrative:
(B)(4).

Event description:
It was reported in an article in the journal of the (B)(6) that a patient underwent successful stent-assisted coil embolization of a ruptured anterior communicating artery (acoa) aneurysm. Immediately post procedure the patient underwent external ventricular drainage for acute hydrocephalus. The patient fully recovered without neurological deficits.

Manufacturer narrative:
Conclusion: anticipated procedural complication. The device is unavailable for evaluation. From the information available, there is no indication that the reported event is related to product specification nonconformance or misuse. There is also no indication that the neuroform device malfunctioned. Neurological symptoms are known and anticipated complications to these types of procedures and listed as such in the direction for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to this event.